Event description:
This report was received from (B)(4) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambulflex, dianeal pd4 ultrabag, dianeal pd1 and extraneal viaflex therapies for continuous ambulatory peritoneal dialysis (capd) and automated peritoneal dialysis (apd). It was not reported if dianeal and extraneal therapies were ongoing. The nurse stated that on (B)(6) 2011, the patient experienced peritonitis. The nurse further stated that an unspecified medical condition may have contributed to the cause of the patient's peritonitis. The patient received unspecified antibiotics as remedial treatment. On an unreported date the patient recovered from the case of peritonitis. An opinion of causality for the event of peritonitis was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.